Event description:
It was reported that there was a lead with noise seen on the ventricular channel. The noise was intermittent and varied in amplitude. The pt had a recent generator charge, and only after the change this noise was present. Filter was turned off and the lead will be monitored.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no charge to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.